Event description:
Impella cp heart pump failure/defective and had to be removed and replaced with balloon pump. At the beginning of may, my 81-year-old grandmother was admitted to grandview medical center for trouble breathing/out of breath walking short periods. Doctors ran several tests including ECG, cardiac CT scan, heart cath, etc.. And was found to have heart failure with only 20% ejection fraction. The doctor said she would need CABG(coronary artery bypass grafting) as soon as possible. On (B)(6) 2024, a couple of days after ECG and heart cath, she was then admitted to cardiac ICU where they initially attempted to insert the impella 5.5 heart pump. According to the doctor and medical records, this pump would not fit and proceeded to insert the impella cp heart pump instead. On the afternoon of (B)(6), she was taken back for surgery. She was in surgery for at least 4-5 hours. We saw them take her back to her cicu (cardiac intensive care unit) room but weren't allowed to see her. An hour after seeing her being wheeled back, the doctor came and talked to our family and said there had been complications during the surgery and she was losing a lot of blood and they needed to get the bleeding under control. The doctor also stated the impella cp pump was defective or quit working, and a balloon pump had to be installed. The doctor left and went home. Nurses still could not get the bleeding under control and said she would need to be taken back to surgery. After waiting at least 2 hours for doctor and surgery team to arrive, she was wheeled back to surgery sometime after midnight. She was in surgery for a few hours to attempt to control bleeding. After surgery, doctor said bleeding was somewhat under control but had a long road ahead. The doctor stated my grandmother had lost a lot of blood, her heart was not functioning properly, and her kidneys were shutting down. She was on a ventilator and medications to help keep her heat functioning. According to medical records, she was suffering "thrombocytopenia likely related to impella", supratherapeutic inr, renal artery stenosis, uncontrolled hypertension, hyperlipidemia, acute kidney injury, acute hypoxic respiratory failure on mechanical ventilation. Post op notes from the reentry procedure in the medical records state severe left ventricle disfunction, clotted blood in the anterior mediastinum, bleeding in the proximal vein graft anastomosis of the aorta, epicardial bleeding in venous areas, epicardial bleeding on the anterior surface of the heart. Over the next 24 hours, her condition continued to decline and on (B)(6) 2024 she passed away. In conclusion, the impella cp heart pump was defective and had to be removed and replaced with a balloon pump during CABG. To my knowledge this has not been reported. Also, I read on the FDA website there was a recall of certain impella cp heart pumps, and that is what was used during my grandmother's CABG surgery. (We have copies of medical records if needed). I have medical records showing ECG, heart cath, and several other tests conducted prior to CABG surgery and insertion of impella cp heart pump.